Event description:
Additional information was received. It was reported that there was no patient injury and he recovered without sequela.

Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown, product type catheter; product ID 8709sc, serial# (B)(4), product type catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter. Analysis of the catheter ((B)(4)) was performed on the 8709 portion of segment 1 of the returned product and revealed the catheter was incomplete, returned in segments, and passed acceptable testing. Analysis of the catheter (unknown portion) revealed the sc cup connector had coring, tears, or cuts in the sealing surface. During pressure testing, a leak was observed from the sc connector of segment 1.

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4): product type catheter product ID 8709sc, serial# (B)(4), product type catheter.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8598a, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, (B)(4), product type: catheter; product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2012, (B)(4), product type: catheter; product ID 8709sc, serial# (B)(4), product type: catheter; product ID neu_unknown_cath, serial# unknown, product type: catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional (hcp) on 2018-mar-30 indicated cerebrospinal fluid (csf) was withdrawn from the catheter access port on (B)(6) 2012. It was noted that no kink or obstruction was found. The catheter was revised on (B)(6) 2012 due to continued withdrawal and lack of clinical improvement of tone. No further complications were reported/anticipated.

Event description:
It was reported that a catheter revision was performed on (B)(6) 2012 due to an unknown catheter issue. A catheter dye study performed on (B)(6) 2012 was not able to done because of the inability to aspirate the catheter. A baclofen assay performed on (B)(6) 2012 showed no drug present in the patient's cerebrospinal fluid (csf). The patient received a new catheter on (B)(6) 2012. The patient experienced pain, migraines, increased spasticity. The patient also experienced underdose symptoms; the patient would get tighter during the day and would peak around 9pm. At night the patient got a lot looser. The patient status at the time of the report was no injury or adverse event. The device system was used to deliver gablofen (baclofen). A follow-up report will be submitted if new information becomes available.